Manufacturer narrative:
It was reported that a technologist sustained a subungual hematoma to their left toe. After unloading a patient, the technologist pressed the button to move the gantry back to the default position but forgot to remove the leg extender from the table. The technologist realizing the error moved towards the gantry to press the psd (pressure sensitive device) to stop the detector movement. However, before they were able to press the psd, the detector contacted the leg extender and dislodged the table from the central position, causing the table to roll and contact the operator's toe. There was no malfunction of the system. Investigation determined the root cause was use errors (1) operator didn't remove leg extender after scan complete (2) operator didn't stop system motion as instructed. Risk assessment concluded that the existing mitigations are in place and effective, no further mitigations are available to reduce the risk and no action is required.

Manufacturer narrative:
**UDI related data quality updates only**

Manufacturer narrative:
UDI : (B)(4). Legal manufacturer: hcs haifa fi - 4 hayozma st. Israel tirat hacarmel hefa, 30200. Ge healthcare's investigation is ongoing. A follow up report will be submitted when the investigation has been completed. H3 other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that an operator sustained a toe injury that was treated surgically. The patient scan, using an extended leg support, was completed and the patient was unloaded successfully. The operator then pressed set to move the gantry back to the default position but forgot to remove the support beforehand. Attempting to prevent collision, (but not in time), the operator moved towards the gantry and pressed the pressure-sensitive device. The detector contacted the leg support and dislodged the bed from the central position causing the side of the bed to hit the operator's toe. The injury was treated by partial removal of a toe nail.